Event description:
It was reported that a long term care pt allegedly fell out of bed and became caught underneath the head end siderail. Reportedly, by the time the resident was found by the caregiver staff there was no pulse or respiratory response.